Manufacturer narrative:
No product has been returned for evaluation as no product malfunction was alleged. Potential adverse events and complications "as with any major surgical procedures, there are risks involved in orthopedic surgery." "Potential risks identified with the use of this system, which may require additional surgery, include:neurological, vascular or visceral injury." Device not returned.

Event description:
Patient underwent spinal procedure on (B)(6) 2019. As per reporter, the patient developed deep vein thrombosis postoperatively. Treatment details were not provided.

Manufacturer narrative:
Labeling review: "...potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves; pulmonary emboli; loss of sensory and/or motor function; impotence; and permanent pain and/or deformity. Rarely, some complications may be fatal..."